Event description:
A report was received that the patients location of the anchors was uncomfortable. The patient underwent a revision procedure for the anchors. The patient was doing well postoperatively.